Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were in a car accident due to low blood glucose. The customer felt fine all afternoon but when they started driving their blood glucose dropped and they passed out. They had hit a couple of cars at a high rate of speed. The sensor did not let her know that her blood glucose was low. Her blood glucose was under 30 mg/dl while the sensor glucose was 82 mg/dl. The emergency medical service was dispatched. She was treated with intravenous therapy. The customer was not wearing the insulin pump at the time of hospitalization. They were off the insulin pump for less than 48 hours prior to the hospitalization. Troubleshooting was performed on the device. There was a crack around the battery compartment. The insulin pump was returned for analysis. The sensor was not returned for analysis.